Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. An emdr was previously submitted to FDA on 01-may-2013 for composix kugel (device #1). This emdr represents the bard/davol ventralight st (device #3). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2008, two ventralight st on (B)(6) 2011 and (B)(6) 2013 and a bard soft mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against two ventralight st. It is alleged that the patient had revision surgeries on (B)(6) 2013 and (B)(6) 2015. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.